Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery out of limit. The patient¿s blood glucose level was 92 mg/dl at the time of the incident. The customer was unable to clear the alarm. The customer did not receive request to rewind the insulin pump. The device will be returned for analysis.